Event description:
It was reported the product packaging was wet on arrival. Liquid had leaked out of package to dispenser box. There was no attempt to use product. No surgery was scheduled that needed product.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.